Event description:
It was reported that during a post implant check, the device exhibited >2000 ohms impedance and no capture at 7.5 v at 0.5 ms in both configurations. Lead impedance via an analyzer was >3000 ohms.